Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Estimated weight.

Event description:
It was reported that the graftmaster stent delivery system (sds) was inserted to treat a coronary perforation in the mid left circumflex coronary artery, but the sds was unable to cross due to the heavy calcium. A 2.5x18 mm xience stent was inserted and was used to treat the perforation successfully. There were no adverse patient effects. No additional information was provided.